Manufacturer narrative:
(B)(4). The serial number of the ventilator was not provided therefore the device manufacture date is unknown.

Event description:
It was reported that, prior to patient use, the ht70 ventilator mixer was not working properly in mixing oxygen. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.